Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the reporter indicated that the set was being used for infusion of chemotherapeutic solution. This set is not approved for use with chemotherapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented solution administration set leaked from under the roller clamp. This was noted two minutes after the start of infusion of an unspecified chemotherapeutic solution, and led to a leak on the patient's sheets. The patient continued therapy using a new chemotherapeutic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.